Event description:
Device report 3 of 3. Reference MFR reports: 1627487-2012-08788, 08789. It was reported the pt was scheduled for a possible lead replacement procedure of a peripheral (off-label) lead. The revision was canceled later and has not been rescheduled. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.